Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the dentist advises not to continue the treatment plan with byte due to maxillary and mandibular anterior crowding that cannot be resolved without interproximal reduction of the lower incisors. Rotation of tooth #24 will require circumferential supracrestal fiberotomy to prevent relapse. The patient has approximately 50% overbite and minimal overjet.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.